Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. The jaws of the reload were open. There were staples protruding from proximal staple cartridge channel. The reload was received with the lock ring rotated out of position. Pmv performed functional testing. The lock ring was rotated into the correct position. The reload was loaded into a post market vigilance instrument for functional testing. The interlock was overridden and the reload was applied to test media. All staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. No further actions have been deemed necessary at this time. Additionally, the investigation detected a secondary condition of lock ring out of position that has no relationship to the reported condition. A definitive root cause could not be determined with regard to this condition, however, replication of this condition may occur if the lock ring is inadvertently moved out of position during handling of the reload, but it cannot be established when this may have occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastroplasty bariatric procedure. The stapler was being used to make the pouch. For the second firing, the reload as loaded normally but did not fire. The surgeon was able to press the green button and was able to squeeze the handle. If the surgeon forces it, would break the stapler. In order to resolve the issue and complete the case,a new reload was opened. There was no patient harm. The patient status is alive, no injury.